Manufacturer narrative:
Event problem and evaluation codes: (B)(4).

Event description:
Pentax medical became aware of a report on 16-oct-2019 stating pentax medical video duodenoscope, model ed-3490tk, serial number (B)(4), cultured positive after sampling performed on (B)(6) 2019. The sampling performed on 07-oct-2019 identified colony forming units(cfu) designated as "tntc" (too numerous to count) comprising the following 1 isolate: 1 - negative rods - pseudomonas luteola. Study number: (B)(6). The long term loaner duodenoscope was received by pentax medical for evaluation on 18-oct-2019. The duodenoscope was inspected by pentax medical service on 21-oct-2019 and the following inspection findings were documented: segment compressed, distal cap/ case cracked, distal cap - fixed type passed epoxy seal integrity inspection, distal tip annual maintenance, middle lcb distal cover glass glue is missing, passed wet leak test, segment steel braid cut, primary operation channel crimped at biopsy inlet t-piece, passed dry leak test, hole in # 2 remote control button cover, fluid invasion not observed in pve connector, fluid invasion not observed in control body. Repairs were performed on the duodenoscope which included replacement of the following components: o-ring(0.5x1.3), air/water tube, deflector operating wire, deflector staycoil, operation channel, bending rubber, distal case/cap, segment assy attaching screw, staycoil collar, segment staycoil assy imp-c/pb-free, rl pulley assy, ud pulley assy, remote control button, distal case/cap. On 21-oct-2019, a device history record(DHR) review was performed under (B)(4), the DHR review confirmed the endoscope was manufactured on 20-may-2013 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 21-may-2013. Pentax medical video duodenoscope, model ed-3490tk, serial number (B)(4), has been routinely serviced at pentax facility since the device was put into service on 05-aug-2013. The video duodenoscope is currently awaiting qc final approval and organic resampling as of 07-nov-2019.